Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "cope is not detected, no image is displayed" could not be identified with the information received. The event can be detected and/or prevented by following the instructions for use which state: "[average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)" Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a scope communication error. The customer attempted to use multiple scopes, and reported the image did not transmit on the screen. The issue was found during a diagnostic colonoscopy. The procedure was delayed for 10 minutes and was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a missing caution label on the front panel, corrosion on the chassis, and the lamp life on 500 hours with the bulb needing to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.